Event description:
On (B)(6) 2025, the patient reported a hyperglycemic event (292 mg/dl) and a hypoglycemic event (62 mg/dl) while discussing preoperative management for scheduled surgery. During troubleshooting, the patient disclosed uncertainty regarding carbohydrate amounts for meal announcements and confirmed that the hypoglycemia was due to a missed dinner announcement the previous evening. Technical support collected bgqs and advised a factory reset of the device. The patient was instructed to consume a low-carbohydrate dinner to minimize risk of overnight hypoglycemia and further hyperglycemia. The agent recommended contacting the healthcare provider for guidance on treating hypoglycemia during surgical preparation. Oral glucose was administered for the low. Device evaluation pending; additional training assigned.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence